Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, instrument service history review, and a review of product labeling. A review of tickets was performed for reagent lot number 28783un19. The ticket search found no complaints similar to this issue. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the magnesium assay lot number 28783un19 was identified.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result for one patient on architect c4000 processing module. The results were provided: initial magnesium result=8.8 mg/dl/repeat=2.0 mg/dl (normal range: 1.6-2.6 mg/dl). There was no reported impact to patient management.